Manufacturer narrative:
(B)(4) date sent: 10/28/2016. Photographic analysis: picture one and four show a staple line with staples missing on the right side, a staple can be appreciated not properly formed. On pictures two and three tissue manipulation is shown. Based on the photos alone the event describe is confirmed, unfortunately there is not enough evidence in the photos to determine root cause.

Manufacturer narrative:
(B)(4). Batch # n56716. The analysis found that one plee60a device was returned in good visual condition and with one ecr60w cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported by the sales rep that during a laparoscopic vertical sleeve gastrectomy procedure, the doctor was using a plee60a endocutter and a gst60t black reload with seam guard buttressing material. On the first firing, the fourth staple on the patient side, inside row, distal to the end of the instrument, deployed but was malformed. It was not indicated if the cut line was clean. The doctor changed to using gst60g green reloads with the same endocutter and noticed the cut line was jagged on the third and fourth firings. The staple lines were complete. The procedure was completed using the same endocutter with no consequence to the patient. One plee60a endocutter and one gst60g black reload will be returned by the customer.